Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 kept failing. A field service engineer found that main drawer 4 had a significant number of pills lodged under the cubies, causing electrical shorts and cubie-related issues, removed all debris from beneath the cubies, cleaned the area thoroughly, and tested the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred involving drawer 4. The customer reported that the drawer repeatedly failed to open and that none of the pockets opened. The station was rebooted; however, the issue persisted, and the drawer continued to fail. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.